Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing in a gastroplasty, the reload stopped firing and not finishing the stapling. The surgeon replaced the device. There was no patient injury.